Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported all four buttons on the infusion device are not responding. Pt stated, there are no blood glucose level concerns. Pt reported, the cat has bitten the rubber from the infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested return of the alleged product for eval.